Event description:
It was reported from (B)(6) that the gear on the air reamer/drill device was broken, therefore, the engine made uncharacteristic noise. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that the gearbox inside the handpiece was damaged, bevel gear was broken and various teeth were torn off. Therefore, the reported condition was confirmed. However, an assignable root cause was not determined. It was determined that the possible root cause for the gear breaking and tearing off could be related either to user error/misuse/abuse , product design or product manufacturing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.